Manufacturer narrative:
Evaluation summary: the system history shows that the laser was verified successfully prior the day of treatment. The review of the treatment report discloses already lowered spot and line separation placement for the bed cut. The achieved bed energy is 0.73uj. The flap looks much shallower than the aimed 120um, maybe cause by the amount of liquid, as a shallower cut might increase the probability of rainbow glare. Rainbow glare is a known seldom potential complication of the treatment, as given in the procedure manual. No corrective actions are required, because there is no indication that the product malfunctioned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, the reporter indicated that at the most recent visit, the patient had not complaints.

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A risk manager reported that five days following uneventful, bilateral lasik surgery, the patient reported rainbow glare in both eyes. Per the reporter, the event required medical intervention. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.